Event description:
It was reported that after a procedure where a ultrabraid suture anchor was used, its was suspected that the the patient had an post operative infection. Current status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that after a procedure where an ultrabraid suture anchor was used, its was suspected that the patient had an post operative rotator cuff tear infection. The patient with postoperative infection the other day was discharged on november 26 because crp seems to be normal and oral medicine can be controlled. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6:the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: hazards associated with reuse of this device include, but are not limited to, patient infection and/or device malfunction. Do not use if package is damaged. Do not use if the product sterilization barrier or its packaging is compromised. Contents are sterile unless package is opened or damaged. Do not resterilize. For single use only. Discard any open, unused product. Do not use after the expiration date. Adverse reactions - infection, both deep and superficial a clinical review found no relevant clinical information will be provided for inclusion in this medical investigation. Without the relevant clinical information, we are unable to confirm or determine the root cause of the reported infection. It was reported the current status of the patient is unknown. Therefore, no further clinical assessment is warranted at this time. Should any additional medical information be provided, this compliant will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.